Event description:
The following journal article from 2001 was reviewed: article citation: meier, g.h., parker, f.m godziachvilli, v., demasi, r.j., parent f.n. And gayle, r g. (2001). The endotension after endovascular aneurysm repair. The ancure experience. Journal of vascular surgery. 34:3, 421-427. The purpose of this case study was to better define the significance of aneurysm expansion in the absence of an endoleak. The expansion of aneurysm after endovascular repair is a consequence of persistent sac pressure, usually resulting from an endoleak, however, it has occurred in the absence of endoleak. This phenomenon has been dubbed endotension. A review of the ancure phase I and phase ii identified 476 pts for review. The clinical observations identified in these pts included endoleak and growth of aneurysm. There was no product performance allegations reported.

Manufacturer narrative:
As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.